Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device system reportedly passed out. The health care professional (hcp) was to have the patient perform a remote monitoring interrogation. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.